Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronic assembly. Pump had corroded motor home switch. Unable to verify off no power alarm, low battery alarm and motor error alarm due to blank display. Pump had minor scratched display window and cracked case at display window corners.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no power. The patient's blood glucose level was unknown at the time of the call. The customer steed that they had used anew battery cap and new batteries but he issue was not resolved. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.